Event description:
It was reported that the customer had problems with the infusion set. Customer is fairly new to the pump and did not know what to do with the sets. Customer had 3 out of the box that kept saying no delivery. Customer changed the box and has not had any problems since then. Customer made sure there was nothing wrong with the insulin and got a new reservoir. Customer reported that they are unable troubleshoot at the time of the call. Customer would like to return the set and reservoir for analysis. No further assistance required.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.